Event description:
It was reported that there was a pixel issue with the pump display, which affected the customer's ability to interact with the device. There was no reported adverse impact to customer's blood glucose. The customer reverted to using multiple daily injections (mdi) as a backup therapy.